Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to loss of capture (loc) concerns on the right ventricular (rv) lead. Upon review, technical services (ts) noted some latency up to 200ms after most ventricular paced beats with no discernible t-wave afterwards, which suggests that there was rv loc. The device was programmed to 3v@0.4ms and trend was on. Daily threshold measurements fluctuated between 2.5v and 3.0v, and recent right ventricular autothreshold (rvat) tests from (B)(6) revealed a threshold measurement of 2.6v with clear loc on the evoked response channel. The patient was brought into the clinic for further device evaluation on (B)(6). The in-office threshold measurement was 1.4v@1ms and the device was reprogrammed to 2.8v@1ms. Afterwards, review of the presenting egm showed rv capture with a noticeable t-wave. This pacemaker system remains in service. No adverse patient effects were reported.